Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and confirmed working wall outlet, and no low power or shutdown alerts were noted. There was no reported impact to the customer¿s blood glucose level. Customer initially planned to use insulin injections if pump battery depleted and technical support arranged shipment of replacement charging cable and wall adapter, but after customer tried a different wall outlet pump charge level increased to 100%, so no follow-up was required and customer was advised to monitor issue and call back if problem returned.